Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2019 during which the surgeon noted the external oblique muscle was mostly fused to the previous repair and attenuated to the point that it did not require being separately open. It was reported that the patient experienced an unknown event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/19/2021. Appropriate term / code not available (e2402) utilized to capture bulging it was reported that the patient experienced recurrent left inguinal hernia, bulging, seroma, tissue scarring, foreign-body reaction with inflammation and pain following surgery.

Manufacturer narrative:
Date sent to the FDA: 05/31/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.